Event description:
It was reported that during an unknown procedure, the device deployed clips that cut the structures being ligated. A small amount of bleeding occurred. The procedure was prolonged. It is unknown how the case was completed. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 07/21/2008. Info anticipated, but unavailable at this time.